Event description:
It was reported that a pico stopped working after 24 hours. The patient did not report the issue to their healthcare professional due to suffering from a cold. There has been no reported patient harm.